Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following . It was reported by the customer that nurse noticed air bubbles in the tubing, but the large volume pump module did not alarm.